Event description:
The patient reported charging issues between the implant and the external equipment. The surgeon discovered that the implant was not in proper orientation. During a pocket revision procedure, the surgeon decided to explant the implant. The patient was implanted with a new advanced bionics spinal cord stimulator.